Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause the dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Additionally, the exposed portion of the soft cannula was observed to be stretched. The overall length of the soft cannula measured 1.204", which is out of specification. Although damage was observed on the exposed portion of the soft cannula, it did not prevent the leak testing of the fluid path. No signs of leakage were observed on the entire fluid path that could result in leaking during wear. The external damage of the soft cannula could not be determined. Further investigation of the device found an 0xbf alarm in the device data, indicating agc bolus command received too late. The downloaded data did not show any timeouts or drive stalls. The device inspection did not find any damages or abnormalities that could contribute to the observed hazard alarm. Therefore, a root cause could not be determined for the observed hazard alarm.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod. The pod was leaking insulin and the cannula dislodged from the infusion site (abdomen).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.